Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The ceramic head (insulation beak) failure is a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videooscope's ceramic head was loose. The issue was observed during pre-use inspection. There were no reports of patient involvement.